Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device, possibly perforating my fallopian tube"), genital haemorrhage ("abnormal heavy bleeding") and neoplasm malignant ("cancer") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device physical property issue "one of the coils is angeled sharply suggesting incorrect placement/right insert had bent." The patient's past medical history included condom. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/abnormal severe menstruation pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain/severe back pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia/prolonged abnormal menses)"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes"), skin mass ("skin bumps"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("ovarian cysts"), neoplasm ("tumor"), teratoma ("teratoma") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with analgesics and surgery (laparoscopic bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, dysgeusia, dyspareunia, rash, skin mass, neoplasm, teratoma and neoplasm malignant outcome was unknown, the dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage, migraine and ovarian cyst was resolving and the abdominal pain lower and headache had resolved. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, neoplasm, neoplasm malignant, ovarian cyst, rash, skin mass, teratoma and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. She underwent essure procedure but subsequent hsg revealed tubal patency and one of coils angled sharply suggesting incorrect placement. She now desires bilateral salpingectomy. Diagnostic results: in (B)(6) 2011 - hysterosalpingogram - confirming full occlusion of left fallopian tube, but the results were inconclusive as to the right fallopian tube. Most recent follow-up information incorporated above includes: on 3-aug-2018: pfs received. Events tumor, teratoma and cancer added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure device location of device, possibly perforating my fallopian tube") and genital haemorrhage ("abnormal heavy bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" and device physical property issue "one of the coils is angeled sharply suggesting incorrect placement/right insert had bent". The patient's past medical history included condom. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)/abnormal severe menstruation pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain/severe back pain"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding (menorrhagia/prolonged abnormal menses)"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), rash ("rashes"), skin mass ("skin bumps"), fatigue ("chronic fatigue/fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines "), headache ("headaches") and ovarian cyst ("ovarian cysts"). The patient was treated with analgesics and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, back pain, dysgeusia, dyspareunia, rash and skin mass outcome was unknown, the dysmenorrhoea, menorrhagia, fatigue, vaginal haemorrhage, migraine and ovarian cyst was resolving and the abdominal pain lower and headache had resolved. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, rash, skin mass and vaginal haemorrhage to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. She underwent essure procedure but subsequent hsg revealed tubal patency and one of coils angled sharply suggesting incorrect placement. She now desires bilateral salpingectomy. Diagnostic results: in (B)(6) 2011 - hysterosalpingogram - confirming full occlusion of left fallopian tube, but the results were inconclusive as to the right fallopian tube. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: abnormal bleeding (vaginal), malposition of essure device location of device: was possibly perforating my fallopian tube, the right insert had bent and one of the coils is angeled sharply suggesting incorrect placement, migraines, headaches, ovarian cysts, failure to occlude (close) fallopian tube(s), fatigue, abnormal heavy bleeding were added. Pelvic pain was added as symptom. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), back pain ("lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), dyspareunia ("painful intercourse"), rash ("rashes"), skin mass ("skin bumps") and fatigue ("chronic fatigue"). The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, dyspareunia, rash, skin mass and fatigue outcome was unknown. The reporter considered abdominal pain lower, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, rash and skin mass to be related to essure. The reporter commented: since her removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results: in (B)(6) 2011 - hysterosalpingogram - confirming full occlusion of left fallopian tube, but the results were inconclusive as to the right fallopian tube. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.